Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and no issues were identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed inside of the tubing of a titanium transfer set. This issue was observed during use with patient involvement. The duration that the patient used the titanium transfer was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.